Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was implanted unfavorably initially leading to poor performance with the device use, poor sound quality and static. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia and reimplanted with another cochlear device during the same surgery.